Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was no confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for the reportable malfunction was could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported e333 error during service and maintenance involving an olympus video system center. There were no reports of patient involvement.